Manufacturer narrative:
Device analysis summary: visual examination indicates, "a crack is observed at the 3mm luer lock level." Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record (DHR) summary: "all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip)" device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had ¿the hub cracked where the needle screws on¿ also ¿lost a bunch of product.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.